Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on february 20, 2020. Device evaluation summary: according to the information received, it was reported that the patient was dissatisfied with the size of her implants. A manufacturing record evaluation (mre) was performed for the finished device number 5769162, and no non-conformances related to the reported complaint were identified. During visual inspection of the device it was observed with no apparent damage. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: patient felt implants were too large. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 325cc mentor memorygel breast implant (left) and a 375cc mentor memorygel breast implant (right) experienced right sided rupture and aesthetic dissatisfaction post procedure. The patient felt the implants were too big and listed that as the reason for device removal. The devices were removed without replacement on (B)(6) 2020. This report relates to the left prosthesis. See 1645337-2020-02613 for contralateral prosthesis report.